Event description:
A doctor reported experiencing low aspiration during a procedure. The case was completed using the same system. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and replaced the fluidics mechanism assembly. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).